Event description:
The bronchovideoscope was returned to the service center with a report of image abnormal. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, due to damage on circuit board of s-connector, a noise image occurs was found. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: damage on circuit board of s-connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.